Event description:
On (B)(6) 2012, the patient's wife contacted global technical services regarding an unrelated alarm. During the conversation, it was reported, the drain bag and the fluid was cloudy and the homechoice patient (hp) had a fever. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the cloudy drain bag and fluid and fever. The following information was obtained: on an unreported date the patient began apd therapy. It was unknown what baxter disposables the patient used to perform pd therapy. The nurse stated the cloudy peritoneal effluent and fever were related to peritonitis. The nurse did not know what type of peritonitis the patient had or the cause of peritonitis. It was unknown if there was a breach in technique. It was unknown if the patient was hospitalized for the event. She believed the patient was treated with antibiotic therapy. The nurse did not know if the cause of peritonitis was related to pd therapy. The nurse stated she is not the patient's regular pd nurse, so no further information could be provided.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for h11j05089 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4).the sample is not available. A follow-up report will be submitted if additional information becomes available.